Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery about every time she tried to bolus. The customer was hospitalized 5 days, starting on (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was 265 mg/dl. The customer was on the insulin pump and injections. She was wearing the insulin pump at the time of hospitalization. The device was not returned.